Event description:
Report received of an independent rate change. The pump was programmed at 9:37pm, to deliver cardizem 100mg in 100cc of 0.9 normal saline at 5cc/hr. At 10:40pm, the pump sounded an audible alarm and the nurse noted that the medication bag was empty; however, the pump display indicated that the total volume infused was 47cc. In reviewing the pump display, it was noted that the pump was delivering at a rate of 97cc/hr, instead of the intended 5cc/hr and the vtbi (volume to be infused) was 738cc. The pump was removed from clinical service. The therapy was resumed at the rate of 5cc/hr with a replacement pump. There was no reported adverse patient event. Though requested, there was no further information available.